Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue with the sensor board was observed. The device's sensor board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's universal porting block was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board and universal porting block. The sensor board and universal porting block were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the universal porting block failing was due to a crack caused by physical damage. The sensor board was evaluated and was found to operate to design specifications.